Event description:
A complication form was submitted indicating "right knee clicking." It was later reported that the patient was revised.

Manufacturer narrative:
X-ray review with consulting surgeon